Event description:
A customer contacted baxter's (B)(4) reporting that the bag fell off and spike came out while on the homechoice (hc) machine during dwell 2/5. The technical service representative (tsr) explained the home patient (hp) to start over with new supplies. The tsr then assisted the hp with ending the therapy early procedure. The tsr advised the hp to notify the nurse. The hp ended therapy and agreed to call the nurse. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up phone call by (B)(4) to the hp on (B)(6) 2010 regarding the bag falling and disconnecting, the hp stated that she did not know how the bag fell off the table. The hp confirmed that she had notified the nurse. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she had discarded the supplies, and confirmed that she had not noticed any defects on any of the supplies. The hp did not have the lot numbers. The hp stated that she doing fine and continuing therapy on the hc cycler without issues. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Manufacturer narrative:
(B)(4). This complaint for separation was not confirmed due to a lack of sample; however, per the complaint information the cause of the separation is due to the supply bag falling and disconnecting. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.